Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. Patient 1 initial sodium result was 86 mmol/l with a repeat result of 139 mmol/l. Patient 2 initial sodium result was 105 mmol/l with a repeat result of 143 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were determined to be correct. There was no adverse event. The sodium electrode lot information was requested but was not provided. The customer performed monthly maintenance and changed the electrodes. They performed successful calibration and qc testing. The field engineering specialist found that the electrodes were due for replacement and that the pinch tubing was worn. He replaced the electrodes and the pinch tubing. Successful calibration and qc testing were performed. He performed precision testing with acceptable results. No further issues were reported following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.